Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. The reported broken hemostasis valve was not confirmed; however, the silicone valve in the hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to identified torn silicone valve. The reported broken hemostasis valve appears to be the identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product quality with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak and a break it was reported that this was a mitraclip procedure to treat mixed regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve, and the first clip was deployed. After removal of the clip delivery system, air was observed in the chamber of the sgc. It was noted that the hemostasis valve did not close due to unspecified damage indicating a possible break. The sgc was taken directly from the stabilizer and maintained below the heart level, so no air could enter the left atrium. The sgc was removed and the procedure continued with a new sgc. A second clip was deployed to further reduce mr. The patient is fine. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.